Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advance for dilation. During the procedure, the balloon ruptured just before the fifth inflation at 24 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
Correction to field d4: lot number from 0034091704 to 0033371086. D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advance for dilation. During the procedure, the balloon ruptured just before the fifth inflation at 24 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.